Event description:
Ethicon product tl90 linear stapler when fired during surgery device did not release staples. When instrument was examined there were no staples in the device. Package was new and never previously used.